Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their recharger would not hold a charge. The patient also reported that the connector pin broke off of their desktop charger about three weeks ago in (B)(6) 2019. It was noted that the recharger stopped holding a charge about a month prior to that. The patient stated that their implantable neurostimulator (ins) had been dead since (B)(6) 2019. The patient mentioned that they were having a lot of low back pain and leg pain since they were hiking so much and their device was dead. The repair department was contacted and a replacement recharger and desktop charger were requested. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID 37761 serial# (B)(4). Product type recharger product ID 97754 serial# (B)(4). Product type recharger device evaluated by MFR: analysis of the desktop charger (serial #: (B)(4). Found that the cable assembly had broken connector pins and the connector shell was gone. H6: additional review indicated conclusion code 11, methods code 4118, and results code 3233 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.